Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the rear therapy electrodes. The patient removed the lifevest and was prescribed an unknown cream by his physician. The patient reported that the rash improved.